Event description:
It was reported that the ventricular lead impedance was fluctuating from average to high impedance measurements along with oversensing. The lead remains in use and will continue to be monitored. It was later reported that the patient heard alert tones. The lead trend data indicated high impedance, but upon interrogation the impedance was within normal values. No patient complications have been reported as a result of this event.

Event description:
It was reported that the ventricular lead impedance was fluctuating from average to high impedance measurements along with oversensing. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.